Event description:
It was reported that placement of the lead was attempted but it could not be completely fixed and it was easily dislodged because the target vessel was thick. Another lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.